Manufacturer narrative:
(B)(4). The root cause could not be determined. A batch review was performed for potentially associated lot (gd880781), with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During follow-up for an unrelated alarm, the patient's caregiver indicated the patient had peritonitis possibly due to the catheter. The following additional information was obtained from the patient's pd nurse on (B)(6) 2011: the patient started on automated pd therapy with local (pd4) ambuflex in (B)(6) 2010. The patient was diagnosed with bacterial peritonitis on (B)(6) 2011 and was hospitalized. The nurse indicated that the cause of the peritonitis is unknown, but it was not related to the catheter as previously indicated by the patient's caregiver. The nurse indicated that the patient was diagnosed with the peritonitis, was given antibiotics, and had the catheter removed to be placed on hemodialysis. The nurse indicated the patient has recovered and has been able to continue on hemodialysis well. No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. This is report 3 of 4 for this event.